Event description:
It was reported ongoing intermittent occlusion alarms occurred, eventually resulting in the customer's blood glucose level being displayed as "high"; a specific value was not provided, on 05/01/26. Elevated blood glucose was addressed with a correction bolus via the pump. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.